Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported two false positive results with the determine hiv 1/2 ag/ab test performed on an unknown date for different lots. This MFR. Report addresses test one (1) of two (2). Confirmation hiv rna testing was performed on an unknown date which generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 776949 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 776949, test base part number 10732998 / lot 772698. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 776949 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two false positive results with the determine hiv 1/2 ag/ab test on a finger stick whole blood sample performed on (B)(6)2024 for different lots. This MFR. Report addresses test one (1) of two (2). Confirmation testing was performed twice: one with 4th generation hiv ag/ab laboratory test via quest diagnostics with serum sample and the second with hiv 1 rna real time pcr qualitative via quest diagnostics with serum sample on an unknown date. Both method generated a negative result. The customer stated that the patient did not have human anti-mouse antibodies, herpes simplex virus infection and was not hospitalized and/or cancer patient as per their knowledge. They were unsure about toxoplasma igg, rheumatoid factor, or elevated triglycerides. The customer stated the patient was not on hiv prep or any other medication for several weeks. The customer stated the patient was symptomatic (flu like symptoms with in the previous 2 weeks from getting tested: malaise, headache, swollen lymph nodes, fatigue). The patient started taking additional arts presuming hiv positive. The customer had mental distress due to false positive results. The customer confirmed there was no patient harm due to the test results. Although requested, no additional information, including patient treatment and outcome, was provided.

Event description:
The customer reported two false positive results via social media with the determine hiv 1/2 ag/ab test performed on an unknown date for different lots. This MFR. Report addresses test one (1) of two (2). Confirmation hiv rna testing was performed on an unknown date which generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use; device discarded

Event description:
The customer reported two false positive results with the determine hiv 1/2 ag/ab test performed on an unknown date for different lots. This MFR. Report addresses test one (1) of two (2). Confirmation hiv rna testing was performed on an unknown date which generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.b5 h3 other text : single-use; device discarded